Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the test pump cartridge could not be turned to the locked position due to corrosion inside u.I. Assembly, which could establish a relationship between the device and reported event. The root cause is determined to be corrosion. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, the handset of a versajet ii console would not turn to the lock position. Two handsets were opened. It is unknown what procedure was being performed, if there was any delay or how was the procedure finished.

Manufacturer narrative:
Case: (B)(6).